Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving clonidine and baclofen at unknown concentration and dosage via an implantable infusion pump for the treatment of intractable spasticity and multiple sclerosis. It was reported that the patient had tests that "threw off" the appointment to get a refill for baclofen. He heard a noise which "almost like a phone ring". The noise was two times in a row, that is "super feint". After hearing non-critical and critical alarm, the patient stated that what he heard was different. The issue occurred sporadic, and "happens once in a blue moon". No patient symptom was reported and no further complication was reported.